Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a pacing and varying rate issue. It was noted that the upper case and lower case were broken, the keypad was scratched and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being paced with the external pulse generator (epg) and epicardial wires at a rate of 150 beats per minute (bpm) aai, output of 13 volts and atrial sensitivity of 0.5 milliseconds. It was reported that the patient¿s heartrate was at 135 bpm (below the set rate) and there were no pacing spikes observed on the monitor. The epg was then checked and noted to be in the default settings ddd with a rate of 80 bpm, both atrial and ventricular outputs were at 10v. It was noted that the epg was hanging on the patients intravenous (IV) pole, locked with a plastic cover. The epg was replaced. No patient complications have been reported as a result of this event.